Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty scope cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope cable exera ii had video connector issues. It was reported that the picture was not clear and looked smeared. The pigtail was unhooked then put back and the image would clear up. The issue was found during a procedure. Inspection and testing of the returned device found that a clear image could not be obtained. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a clear image could not be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.